Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2009 due to patient allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2009 due to patient allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes report patient was revised due to pain. Revision op report notes the presence of fibrotic scar tissue. Revision op report further notes that although the femoral stem appeared anteverted, the stability was good and did not appear to be loose. Additionally, op notes report no signs of infection. Op notes report patient may be responding to materials or metals in the implant.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05428 / 05429).